Event description:
It was reported by svc report that the head end jack can't be pumped up and siderail was intermittent due to compression spring missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Linkage adjustment, compression spring, pivot nut, screw.